Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the connector pin broke off and the ins was almost dead because she could not charge. No further complication and events were reported.

Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4) found that connector pin broken. (B)(4). If information is provided in the future, a supplemental report will be issued.